Event description:
It was reported that there was a sudden increase in impedance. When the pocket was opened, the lead was twisted and knotted due to twiddler's syndrome. The lead was explanted. No patient complications have been reported as a result of this event. Additional information was received alleging that the patient 'experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks', and they required medical intervention to replace the 'defective' lead. It also alleges that as a result, the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.'

Event description:
It was reported that there was a sudden increase in impedance. When the pocket was opened, the lead was twisted and knotted due to twiddler's syndrome. The lead was explanted. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that the patient 'experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks', and they required medical intervention to replace the 'defective' lead. It also alleges that as a result, the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.' Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis.